Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. No further information is expected. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare worker reported that following an intraocular lens (iol) implant procedure, a toric lens was out of place and the lens power was "off". The iol was exchanged approximately two weeks later. No further information is expected.